Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-may-2024, it was reported that patient faced occlusion event. Blockage was at the site. The patient went to emergency room for five hours due to high blood glucose levels. Highest blood glucose levels reported was 370 mg/dl. Patient took correction injection via multi daily injection to address high blood glucose. She got intravenous fluids of saline and insulin as treatment in the hospital. Patient was released from the hospital on the same day at around 1 am. She changed supplies as necessary and resumed insulin therapy. No further information available.